Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found; however, there was blood/body fluid present in the distal conductor (not obstructed), outer tubing overlay and in/on helix/lobe mechanism noted. In addition there are three sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal, the lead was not fully inserted into the device.

Event description:
It was reported that during the implant procedure, there was positioning difficulty with high impedance, intermittent capture and unacceptable thresholds. In addition the blue outer sheath, used with the lead, was difficult to slide. The device was not implanted. No patient complications have been reported as a result of this event.